Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the stylet could not be inserted into the lead. The lead was not used.

Manufacturer narrative:
Analysis was normal.